Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information and assistance to reset the pump, although the customer mentioned not having charging supplies and planned to call back for further assistance with the reset. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.